Manufacturer narrative:
H.6. Investigation summary: one picture evidence, but no physical sample, was provided to bd medical pharmaceutical system (bdm-ps) for analysis. The provided picture shows both plunger components (plunger rod and plunger stopper) outside of the syringe barrel, which is itself inside the body of ultrasafe safety device. Based on this picture, the plunger rod has no obvious damage or defect (such as short shot, flash, scratch, bent shaft) and is not detached from the plunger stopper. More precisely, this plunger rod seems to be properly screwed in the stopper. The investigation performed an electronic batch history records' (bhr) review and did not identify any non-conformance. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. Out of the conducted investigation, bdm-ps is able neither to confirm the reported condition nor to correlate it with a potential cause linked to bd plunger rod manufacturing process. As a consequence, bdm-ps does not propose corrective or preventive action in the scope of this complaint. This complaint is recorded for trending purposes.

Event description:
It was reported that while using the bd ultrasafe passive¿ needle guard separated. The following was received from the initial reporter: ¿just thought I would share with you something that happened today when my cns was about to give a buvidal 96 mg depot. She had just screwed in the plunger. As she went to put it down to prepare the injection site, the plunger and plunger stopper came out with the liquid. We were both just looking at it, wondering what just happened. We thought maybe [name] has screwed the plunger in to tight or it was faulty, but both are guesses. I have attached a pic.¿ regarding 3.4 I chose "before use" as it happened while preparing the unit (not in contact with the patient).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultrasafe passive¿ needle guard separated. The following was received from the initial reporter: ¿just thought I would share with you something that happened today when my cns was about to give a buvidal 96 mg depot. She had just screwed in the plunger. As she went to put it down to prepare the injection site, the plunger and plunger stopper came out with the liquid. We were both just looking at it, wondering what just happened. We thought maybe [name] has screwed the plunger in to tight or it was faulty, but both are guesses. I have attached a pic.¿ regarding 3.4 I chose "before use" as it happened while preparing the unit (not in contact with the patient).